Manufacturer narrative:
(B)(4). The lot was manufactured from 04/30/2013 to 05/01/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the device was returned for evaluation containing approximately 100 ml of fluid in the bladder. Visual and microscopic inspection did not confirm the reported condition; no particulate matter was found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle inside of a small volume intermate, in an unspecified location. This was noticed during filling of an unknown volume of meropenem. There was no patient involvement. No additional information is available.